Event description:
Patient's father contacted dexcom technical support (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Father also reported use in thigh which is not an approved site. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.